Manufacturer narrative:
Controls are run routinely and are within range. MFR discussed test method with customer and discovered that customer was not running test according to instructions for use. MFR advised customer on proper method.

Event description:
Customer reported a false positive hcg. Sample was repeated twice with borderline results. Serum sample on pt was negative. No unnecessary medical procedure was performed. Surgery was delayed until confirmatory results were available. There was no impact to pt health.